Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not functioning. Upon functional testing, the fse identified the remote switch not working. Upon troubleshooting, fse confirmed that wfs charger and wfs battery was defective. The part analysis of defective wireless footswitch, base station and footswitch charger were performed. The wireless footswitch showed cosmetic defect where anti slip was missing, and bracket was loose whereas failure of the base station and footswitch charger didn¿t conclusively determine by the parts analysis. To resolve the reported issue, the fse replaced wireless footswitch (wfs), wfs base station and wfs charger. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per new information collected this complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. Philips assessed this complaint as not reportable because the wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. The instructions for use include indications to check that the wireless foot switch functions with the system and specifically to ensure that the wireless footswitch has sufficient charge. It also describes the battery indictors and what to do in case the battery is depleted. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the wireless footswitch and wireless footswitch base station. The device was returned to expected functionality.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.